Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient had called in reporting that they no longer have a boston scientific device but a competitor device. Additionally, the subcutaneous implantable cardioverter defibrillator (s-ICD) system was deactivated due to inappropriate shocks. A new competitor system was implanted. At this time, the s-ICD system remains implanted but electronically deactivated, boston scientific representative was not involved therefore, no further information is available. No additional adverse patient effects were reported.

Event description:
It was reported that the patient had called in reporting that they no longer have a boston scientific device but a competitor device. Additionally, the subcutaneous implantable cardioverter defibrillator (s-ICD) system was deactivated due to inappropriate shocks. A new competitor system was implanted. At this time, the s-ICD system remains implanted but electronically deactivated, boston scientific representative was not involved therefore, no further information is available. No additional adverse patient effects were reported.